Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a death occurred. A left atrial appendage (laa) closure procedure was being performed. The electrophysiologist was performing the transseptal puncture. The patient's septum was noted to be aneurismal, very floppy and elastic. When tenting was attempted, the septum would stretch so far that it almost touched the atrial wall. The physician was advised of the proximity and concerns of being so close to the wall by the transesohpageal echocardiogram (tee) doctor. The physician used radiofrequency ablation to cross the septum. The tee doctor thought that he was briefly in the la but he was never able to advance a wire into the la. The wire remained looped in the right atrium (ra) and was confirmed with contrast. The physician attempted to re-cross, but blood was noted in the patient's mouth. The procedure was stopped to assess the situation. The physician stated verbally that it was his belief there was no problem with the transeptal puncture. Unfortunately, the patient passed away. The watchman® access system was never opened.